Event description:
It was reported that a patient presented in-clinic with back-up vvi mode due to event queue overflow noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.